Event description:
It was reported that the right ventricular (rv) lead had high thresholds, as the physician was wondering about risks involved with t hese high thresholds for scanning the patient for a different health issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086 implantable pacing lead 2012-(B)(6). (B)(4).